Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k) #: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿, 27 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k) #: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿, 27 tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® sst¿, 27 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-may-2025. Investigation summary. Bd received 94 samples and 4 photos for investigation. The photos were reviewed and show multiple tubes with very little specimen in them. Additionally, 20 customer samples were randomly selected for a functional test and these tubes failed testing. Furthermore, 20 retained samples were functionally tested and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.